Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, concentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery(rca). Following predilatation, a 3.50 x 24 synergy stent was advanced to treat the lesion. However, upon advancing the device to the middle third of the lesion, it was noted that the proximal portion of the stent was deformed. The device was removed by means of the guiding catheter and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 24mm; was returned for analysis. The stent delivery system (sds) was not returned for analysis. The stent was returned separate from the sds which was not returned. The stent was severely damaged and stretched. As the sds was not returned a review of the crimp details specific to this unit could not be performed. A review of the crimp details for the entire batch was performed. The review confirmed that each device shipped from the batch was within specification. The maximum value of the max stent profile measurements was within max crimped stent profile measurement. A review of the manufacturing crimp data was performed and there were no anomalies highlighted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, concentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery(rca). Following predilatation, a 3.50 x 24 synergy stent was advanced to treat the lesion. However, upon advancing the device to the middle third of the lesion, it was noted that the proximal portion of the stent was deformed. The device was removed by means of the guiding catheter and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.